Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2018-07-31, (B)(4), yes, return date: 2018-02-13, no, device evaluation anticipated, but not yet begun, mfg date: 2017-07-31, (B)(4), other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2018-07-31, (B)(4), yes, return date: 2018-02-13, no, device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31, (B)(4), other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2018-07-31, (B)(4), yes, return date: 2018-02-13, no, device evaluation anticipated, but not yet begun, mfg date: 2017-07-31, (B)(4), other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2018-07-31, (B)(4), yes, return date: 2018-02-13, no, device evaluation anticipated, but not yet begun, mfg date: 2017-07-31, (B)(4), other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2018-07-31, (B)(4), yes, return date: 2018-02-13, no, device evaluation anticipated, but not yet begun, mfg date: 2017-07-31, (B)(4), other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2018-07-31, (B)(4), yes, return date: 2018-02-13, no, device evaluation anticipated, but not yet begun, mfg date: 2017-07-31, (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with the controller and six batteries while these batteries were at greater than 25% charge. The controller and six batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: model #: battery / (B)(4); model #: battery / (B)(4); model #: battery / (B)(4); model #: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed functional testing and visual inspection. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the returned controller revealed that there was a hairline crack around the power port 2 connector. This finding is not related to the reported event. An internal investigation is evaluating hairline cracks on the controllers. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the log files revealed power switching events due to momentary disconnections involving the batteries. In addition, log file analysis revealed premature power switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation is evaluating momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h7, h9, h10 product event summary: data log files revealed multiple instances involving bat583427, bat583770, bat583429, bat583425, and bat584092 where the batteries¿ relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Additionally, analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving bat583770. As a result, the reported events were confirmed. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Additional products: d4: serial#: bat583427 h3: yes h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that five of the batteries also had communication errors and one of the batteries also had a critical batte ry alarm.